Event description:
It was reported that the tracheostomy has broken balloon or balloon was not inflating properly. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: potential item number could be 67p035. D9: 12/10/2024. H3: one sample was received. Sample was visually and functionally tested and a leak was identified in the inflation line near the pilot balloon. The failure mode of ¿a0264 - inflation problem¿ was confirmed. After reviewing the different verifications that are performed during the manufacturing process to detect damaged components, the most probable root cause is that the damage occurred after the product left the facility due to an unknown cause. No problems were reported during the pre-inspection of the product prior to being used in the patient and no information on product care or reprocessing was provided. A DHR review was unable to be completed as no lot number was provided.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.